Manufacturer narrative:
The investigation confirmed that a non-reproducible lower than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. There is no indication of a reagent issue, as the quality control performance is within expectations. The results of the tropi es within-run precision test were within guidelines, indicating the vitros 5600 integrated system was performing as intended. A possible assignable cause is sample mix up, although this could not be confirmed. Additionally, the customer was not following the sample collection device manufacturer recommendations, therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a lower than expected troponin I result from a single patient sample processed using a vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample result of <0.012 ng/ml versus expected result of 20.3 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, lower than expected, vitros tropi es result was reported from the laboratory and was questioned by the physician. A corrected report was issued approximately 10 hours later. There was allegation of harm as a result of these events due to the delay in the patient¿s transfer to another hospital, where the patient could receive early/optimal reperfusion treatments. (B)(4).